Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath they were unable to clear all the air from the sheath after the catheter was inserted. When the sheath was first introduced into the patient there had been no issues aspirating the sheath. After placing the catheter in the sheath, the physician aspirated, and air was continuously pulled through the sheath. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is not expected to be returned for analysis as it was disposed of by the site.